Event description:
Reporter alleged obtaining a result of 343 mg/dl on the aviva system compared back to back with a result of 135 mg/dl on the active system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the active suspect device system used. Reference medwatch report with (B)(6) for the aviva suspect device system used.